Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: use of a balloon catheter to remove the loose stent on the delivery system. Device issue: loose stent. It was reported that the procedure was to treat a highly calcified lesion. Several attempts were made to cross with the vision, but even with force the device would not cross and was removed. The guide catheter was exchanged for a bigger one to give more support and the vision was advanced again; however, as the stent exited the guide catheter, the stent was observed to be coming off the balloon distally. A balloon catheter was advanced and inflated to help successfully remove the stent delivery system (sds) without losing the stent. No patient effects were reported. No additional event or patient information is available.